Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating and restart/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Evaluation results: the device was returned to zoll medical corporation. The customer's report of the device restart/reboot itself was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing including stress testing without duplicating the report. The power input assembly and main battery were replaced to remedy the report. The customer's report of the device stopped venting was not replicated or confirmed. The device passed all testing without producing a malfunction to the device. The device passed was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.